Event description:
It was reported that the patient was presented in clinic with auto mode switch episodes, due to atrial noise. No atrial lead measurement anomalies were identified and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.